Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire that occurred on (B)(6) 2015. Sensor was inserted at right side of abdomen on (B)(6) 2015. Patient reported transmitter was still snapped into sensor pod when the sensor was removed. Patient reported feeling as though something was in the skin at the sensor insertion site. Patient contacted physician on (B)(6) 2015 for medical advice. Patient's physician advised her to leave the wire in the skin due to the sensor wire being so small, it would not be visible in x-ray. Additionally, physician informed patient no medical intervention necessary as long as there are no signs of infection. At the time of contact, patient's current condition was reported to be good. No additional event or patient information is available.